Event description:
At (B)(6) hospital, we were informed that the headset detached, suddenly bounced back, and injured a patient who was wearing glasses.

Manufacturer narrative:
Initial report for internal case number (B)(4). Risk review as per (B)(4) aurical aud & madsen a450 - risk analysis: hazard ID 6.5. Cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g. Due to steady force applied on the device. (Hit by something). Effects/harm - minor physical trauma injuries. Residual risk 3 (low) and acceptable.